Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. No recalibration was required.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.